Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shut-down occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was externally visually inspected and it passed. The receiver failed to charge and reboot. The receiver did not turn on. The battery was replaced with a known good battery and the receiver turned on. The log was downloaded, there was no data within the investigation window. The receiver case was opened, the internal inspection failed due to a damaged battery. Confirmation of the allegation and a root cause could not be determined.